Manufacturer narrative:
E1: patient city: (B)(6), patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitalized on (B)(6) 2024 due to diabetes ketoacidosis. The blood glucose level was 32mmol/l at the time of the event and also has high ketones. The patient was feeling sick and got treated with intravenous insulin. No further information available.